Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a skin reaction underneath the sensor adhesive. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2017 when the skin underneath the sensor adhesive started turning red. On (B)(6) 2017, the patient removed the sensor, the skin was red with a raised bump that is slightly more red around the insertion site. On (B)(6) 2017, the patient saw his endocrinologist regarding a previous skin reaction. The endocrinologist prescribed triamcinolone cream. The affected area was treated with the prescribed triamcinolone as well as over-the-counter corona balm and gauze. At the time of contact, the patient was doing well. No additional patient or event information was provided. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).